Event description:
It was reported that two years after the patient had an artificial cavernosa implantation (inflatable penile prosthesis), the pump was difficult to operate and failed to inflate. The physician opened and adjusted and repair the reservoir, then refilled it. Only an accessory kit was used. There were no patient complications reported. The patient was stable following the procedure and the event resolved.